Manufacturer narrative:
D4: lot#: possible lot number: 19081296. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the wireless module has an issue. The customer switched to another module and found that the wireless connection drops. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4: lot number; 19081296. D9: date returned to mfg; 2/11/2025. One device was returned for device analysis. Visual inspection and functional testing performed during analysis. The customer reported problem could not be duplicated or confirmed the failure during the investigation. No problem was found with the wireless connectivity functions of the returned device.